Event description:
While surgery was in progress; robotic cystectomy, the monopolar scissors accessory tip cover came loose while the instrument was inside patient's abdomen. It was noticed right away by the scrub tech, thus, activation of the monopolar scissors was not initiated by surgeon. The scrub tech removed the monopolar scissors from the endowrist that caused the tip to come off completely from the scissors.